Event description:
It was reported that the patient experienced symptoms during exercise. Rhythm strips indicated that atrial paces were not capturing and their underlying rhythm was coming in underneath. Tests performed in unipolar and bipolar mode revealed no atrial capture at any output.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.